Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As per reported by the user facility: it was reported by the customer's biomed that it took longer than it should have to deliver the medication. There was no reported patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The device involved was returned for evaluation. The reported complaint was not confirmed. Three (3) volumetrics tests of 120ml/hr and 10ml tested in spec: 1st test: 9.90ml or 99% of expected accuracy; 2nd test: 9.91ml or 99% of expected accuracy; 3rd test: 9.95ml or 99% of expected accuracy. A log review could not be performed with the customer supplied infusion data. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As per reported by the user facility: it was reported by the customer's biomed that it took longer than it should have to deliver the medication. There was no reported patient injury.